Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The device was returned within the plastic case. The sterilization barrier was not returned for evaluation. A screw was observed on the inside of the plastic. There were no visual defects observed of the product.. An engineering evaluation was conducted, and it was determined that the screw was an extra screw. No screws were missing from the hp2 product that was returned. An operator awareness training was conducted as a result. Based on the return condition of the device, the reported failure "packaging issue¿ was confirmed. The DHR / shop floor paperwork was reviewed. The lot sterilization inspection forms and the lot DHR was reviewed. No nonconformities occurred during the sterilization process. There were no non-conformities observed in the DHR. The lot conforms to all the requirements and specification. An operator awareness training has been conducted,.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, there was a screw loose in the packaging. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, there was a screw loose in the packaging. A replacement device was used to complete the procedure. No patient involvement.